Event description:
This is a spontaneous case report received from a consumer in united states on (B)(6) 2014. It describes the occurrence of a suspicion of pregnancy in a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2011 for sterilization. Consumer stated that she had a hsg (hysterosalpingogram) test performed in (B)(6) 2011 and the hcp (health care professional) said the left side had a curve to it but it would be fine. Now she has been a regular partner and thinks she may be pregnant. She supposes to start her period next week so she will fine out then. She has had some morning sickness and her breasts were tender. Consumer also reported that when she first had it placed she had some cramping and a period every 2 weeks for 6 months to 1 year. The hcp gave her some pills (name of pill confirmed unknown to reporter) to take 10 days on and 10 days off for 2 cycles and then the periods became regular and normal. Ptc investigation result was received on (B)(4) 2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc local number (B)(4). Final assessment: pregnancy is the condition of carrying developing offspring within the body. The time period during which this condition exists; gestation. Probable causes for pregnancy include: unsuccessful bilateral tubal occlusion (complete tissue ingrowth), expulsion (related to micro-insert placement accuracy), no 3-month confirmation test (hsg) or mis-read of hsg, lack of patient compliance to IFU (i.e. Use of alternate contraception until confirmation of bilateral occlusion). Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. This is an anticipated event. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events are not indicative of a quality deficit per se. In this particular case, contraceptive failure was suspected additionally. Contraceptive failure may occur under the use of any contraceptive and is not indicative of a quality defect per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow-up information received from consumer on (B)(6) 2015 the consumer stated that she was supposed to see a doctor regarding the pain in (B)(6), but she developed pneumonia. On (B)(6) 2015 ultrasound was done and the left device had cut off the blood supply to her ovary and she is scheduled for a partial hysterectomy on (B)(6) 2015. She also stated that during the insertion she was told there was scar tissue in the left ovary and it was blocking the tube, but after a while physician was able to insert the device. After insertion she had pain and discomfort and was prescribed with pills that she was supposed to take 16 days on and 10 days off. She said that the pills did not help and it affected her ulcer, so she could not continue on them. Follow-up information received on (B)(6) 2015 from a nurse: new reporter was added. According to the nurse, consumer reported pain, heavy menstrual bleeding, painful periods, and left lower quadrant pain. She had a hysterectomy on (B)(6) 2015, due to her pain and heavy periods. Left ovary and left fallopian tube were removed along with hysterectomy. Patient is not pregnant since essure (the previous reported event thinks she may be pregnant was deleted). Case was upgraded to incident. Ptc investigation result received on (B)(6) 2015 ptc global number (B)(4). Final assessment since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are known, possible, undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this non-medically confirmed, spontaneous case report refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and experienced heavy menstrual bleeding and left lower quadrant pain. She was submitted to a hysterectomy with left salpingo-oophorectomy. The reported events were considered serious due to medical importance and are listed in the reference safety information for essure. After essure insertion abnormal genital bleeding, menses pattern changes and abdominal, pelvic and uncharacterized pain may occur; in this case considering the events nature and in the lack of alternative explanation, causality with the suspect insert cannot be excluded. Additionally, the serious events pneumonia and left device had cut off blood supply to her ovary were reported; they are unlisted for essure and due to their nature were considered as unrelated to the suspect insert. Also, at initial report consumer suspected on a pregnancy, however this event was later denied. This case, initially regarded as non-incident, was upgraded to incident upon receipt of follow-up information (hysterectomy confirmed, required intervention). Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product. No further information is expected.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain"), menorrhagia ("heavy menstrual bleeding"), pelvic organ injury ("left device had cut off blood supply to her ovary") and pneumonia ("developed pneumonia") in a (B)(6) female patient who had essure inserted for sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included scar (scar tissue in the left ovary and it was blocking the tube, but after a while physician was able to insert the device). Concurrent conditions included gastrointestinal ulcer. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced hysterosalpingogram abnormal ("hsg test the hcp said the left side had a curve to it but it would be fine"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), pelvic organ injury (seriousness criterion medically significant), pneumonia (seriousness criterion medically significant), abdominal pain lower ("left lower quadrant pain"), malaise ("morning sickness"), breast tenderness ("breasts were tender"), abdominal pain ("had some cramping/pain/ abdominal pain"), polymenorrhoea ("had a period every 2 weeks for 6 months to 1 year"), pain ("pain"), medical device discomfort ("discomfort"), dysmenorrhoea ("painful periods") and back pain ("back pain"). The patient was treated with analgesics, surgery (on (B)(6) 2015, hysterectom y with left salpingo-oophorectomy due to pain and heavy blleding). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, pelvic organ injury, pneumonia, abdominal pain lower, hysterosalpingogram abnormal, malaise, breast tenderness, abdominal pain, polymenorrhoea, pain, medical device discomfort, dysmenorrhoea and back pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, menorrhagia and pelvic pain to be related to essure. The reporter provided no causality assessment for breast tenderness, hysterosalpingogram abnormal, malaise, medical device discomfort, pain, pelvic organ injury, pneumonia and polymenorrhoea with essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: left side had a curve to it but it would be fine ultrasound scan - on (B)(6) 2015: left device had cut off the blood supply to ovary quality-safety evaluation of ptc: final assessment since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are known, possible, undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Most recent follow-up information incorporated above includes: on 20-mar-2017: now reported from lawyer: essure was implanted on (B)(6) 2011 (date specified). New events were added: chronic pelvic pain and back pain. Company causality comment: this non-medically confirmed, spontaneous case report refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and experienced heavy menstrual bleeding and chronic pelvic pain. Four years after inserting essure, the consumer was submitted to a hysterectomy with left salpingo-oophorectomy. The reported events were considered serious due to medical importance and are anticipated in the reference safety information for essure. After essure insertion abnormal genital bleeding, menses pattern changes and abdominal, pelvic and uncharacterized pain may occur; in this case considering the events nature and in the lack of alternative explanation, causality with the suspect insert cannot be excluded. Additionally, the serious events pneumonia and left device had cut off blood supply to her ovary were reported; they are unlisted for essure and due to their nature were considered as unrelated to the suspect insert. Also, at initial report consumer suspected on a pregnancy, however this event was later denied. This case is regarded as incident since a surgical intervention was required. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product. Since this case became a legal case, further information is expected only through litigation process.